Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold and high impedance measurements. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. A complete lead was returned in one piece. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.